Event description:
It was reported the patient's ipg is moving around in the pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein on (B)(6)2022 the ipg was implanted deeper in the pocket and the pain was resolved.